Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge

Event description:
Customer reported via phone call no delivery alarm and failed battery test on the insulin pump. Customer¿s blood glucose level was 250 mg/dl. Troubleshooting for no delivery alarm was performed. Customer changed out the entire infusion set and reservoir which resolved the issue. Troubleshooting for the failed battery test alarm was performed. Customer removed the battery and then re inserted the same battery which resulted in a failed battery test. Customer declined to further troubleshoot for the failed battery test.